Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected non- fasting blood glucose test result range is 100 to 104 mg/dl. The customer feels well and did not report any symptoms. Medical intervention not reported at this time. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016. Product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6).